Event description:
Treatment date: 2003. 'Tee' noted a very high spontaneous echo contrast (sec) in the left atrial appendage, la, and lv. A 5,000 units of heparin was administered after crossing the fossa with x-sept sheath. After flouroscopic measurements were made of the left atrial appendage, a 32mm x-caliber delivery system was introduced. Soon after the implant was expanded, a thrombus was noted on 'tee'. The thrombus was located between the tip of the x-sept sheath and the proximal hub of the implaint. At this point, activated coagulation time was checked and found to be 210s. A bolus injection of heparin was administered (7500 units). To maintain activated coagulation time above 250x, two subsequent injections of heparin were administered (2500 units each). [Note: the 'crf' indicated that the total amount of heparin administered during the case was 10,000 units]. Subsequent review of the 'tee' by the lab showed that the thrombus first became visible immediately prior to expansion of the implant; the thrombus was located at the delivery catheter at the proximal hub of the implant. Attempts to aspirate the thrombus via the proximal flush port of the x-caliber delivery system were unsuccessful. The decision was made to carefully proceed with all of the standard implant assessment steps except fo the proximal injection (which might have led to embolization of the thrombus). After confirmation of implant position, stability and residual compression, the implant was released. Following implant release, the delivery catheter was carefully withdrawn through the transeptal sheath while aspirating through the side arm of the transeptal sheath. After removal of the delivery system from the transeptal sheath, several pieces of fresh thrombus were aspirated through the side arm of the transeptal sheath. Because of difficulties associated with maintaining an elevated activated coagulation time during the procedure (despite having administered over 12500 units of heparin to the patient), the patient was placed on a heparin drip for a short period following the procedure. The patient was reported to be doing well following the procedure. A follow-up MRI in 2002 was conducted; results of the MRI were reported to show no indication of recent neurologic events.